Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the electrode-end-damage allegation was confirmed based on a finding that one of the four tines, tip region, was partially missing. The surface also appears torn.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to one of the missing tine was missing in the appearance check before the insertion after opening the device. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the electrode-end-damage allegation was confirmed based on a finding that one of the four tines, tip region, was partially missing. The surface also appears torn.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to one of the missing tine was missing in the appearance check before the insertion after opening the device. The lead was never in service. No adverse patient effects were reported.